Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and after receiving low power alerts, pump powered off. Customer turned pump back on and received a power alert. After charging, battery showed as being fully charged. Customer's blood glucose was 166 mg/dl. Customer continued pump therapy.